Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 640mg/dl. It was stated that the customer was throwing up and his blood glucose meter was reading high. The customer could barely walk and the ambulance was called. The caller stated that she stayed in the hospital overnight and she was given a manual injection and fluids. The caller did not feel comfortable and requested having the device replaced. No further information was provided.